Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays which indicated osteopenia/osteolysis involving the greater trochanter. The greater trochanter appeared to be fragmented from the rest of the femur and minimally displaced laterally. No periprosthetic lucency noted. Visual evaluation of the femoral head noted dark debris and thread like pattern in the conical taper. Damage was observed on the articulating surface. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown fmmc collared lm. Unknown trilogy longevity highly crosslinked polyethylene. Unknown bone screws qty 2. Unknown trilogy shell with cluster holes. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07522, 0001822565-2017-07523.

Event description:
It was reported that the patient's left hip was revised approximately eight years post-implantation due to multiple dislocations. During the procedure, it was noted that there was black residue on the inside of the head and the trunnion of the stem. There also appeared to be signs of a pseudotumor in the area. The stem and cup were checked for stability and were well ingrown. The surgeon debrided and cleaned the area and placed a constrained liner and new head on the stem. There was also damage to the greater trochanter that required repair. No additional patient consequences were reported.